Event description:
The pump was returned for investigation. Investigation revealed a dim/faded and discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: evaluation revealed a dim/faded and discolored display screen. Unrelated to the display issue, the battery cap was found to have damaged threads and a cracked battery compartment was observed. There was evidence of moisture contamination found inside battery compartment and the pump failed the leak test. The black box history was reviewed and showed multiple occurrences of the time and date resetting. The pump cover was removed and a leak in the internal battery was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.